Manufacturer narrative:
The insulin pump was received with a motor error alarm during basic occlusion test due to loose drive support disk. The compromised force sensor system alarm could not be tested due to the motor error alarm. The device had cracked battery tube threads, cracked reservoir tube lip and minor scratches on the lcd window. (B)(4).

Event description:
Customer's mother reported via phone call compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was 256 mg/dl. Troubleshooting for the prime rewind was performed. Customer advised that while changing out the reservoir they received the compromised force sensor system alarm. Customer advised they dropped the device but it was working fine. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.